Event description:
Complainant alleged that the medics were defibrillating an 88 year old female pt who was in cardiac arrest. A first shock at 200 joules and a second shock at 300 joules were administered, but on the medic's third attempt to defibrillate the pt the device displayed a "check electrodes" error message. The medic then obtained another device and continued defibrillating the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction, as the pt was very far into the cardiac arrest when found.